Manufacturer narrative:
Patient age at time of event: 18 years or older . Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported foreign matter present. The in-stent chronic total occlusion (cto) was located in a non bsc stent implanted in the superficial femoral artery (sfa). The physician was using a 7f 45cm chariot sheath, .014, 300cm thruway wire and a jetstream atherectomy catheter. Ablation was performed with the jetstream blades down only. When the jetstream device was removed from the sheath, a clear, string-like object was realized protruding from the sheath valve. It was removed from the sheath and revealed to be approximately 10 inches in length. Devices were removed from the patient intact. Nothing was left inside the patient. The procedure was completed with dilation using a 6x80 sterling balloon for post atherectomy. No complications were reported and the patient status was stable.